Event description:
It was reported that there was "great difficulty" passing the lead tip from the needle. During the procedure, the health care provider (hcp) tried to insert the lead into the needle and it did not exit from the needle. The hcp then removed the needle, out from the surgical field, and the lead tip passed with "great difficulty" from the needle. The hcp decided to implant using a new lead kit. The first lead had the same issue with the second needle, but there was no problem with the second lead and needle. The patient felt paresthesias "well." The patient was hospitalized, but sustained no injury.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot # 0205967057) found no anomalies. The returned lead was able to pass through a known good needle without any difficulty. No resistance was felt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.